Manufacturer narrative:
Additional information: section d.6b. Advanced bionics considers the investigation into this reportable event as closed. The recipient is reportedly doing well. The recipient remains implanted and the recipient continues to use the device. This is the final report. Disclaimer: advanced bionics does not intend that this report be any admission of liability, fault or product defect.

Manufacturer narrative:
The recipient reportedly received antibiotics for about 10 days and the infection has reportedly resolved. Disclaimer: advanced bionics does not intend that this report be any admission of liability, fault or product defect.

Manufacturer narrative:
Disclaimer: advanced bionics does not intend that this report be any admission of liability, fault or product defect.

Event description:
The recipient is reportedly experiencing skin irritation, inflammation, and an infection at the incision site. The recipient reportedly underwent a drainage procedure; however, the issue did not resolve. An abscess reportedly formed and a culture revealed a staphylococcus infection. The recipient was reportedly prescribed intravenous (IV) antibiotics (type unknown) and is reportedly hospitalized. Revision surgery is under consideration.